Event description:
It was reported that during a da vinci thoracoscopy surgical procedure, it was noted that the bipolar prongs on the fenestrated bipolar forceps instrument was loose. The instrument was replaced with another instrument of the same type. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments bipolar insert was missing. The bipolar insert was missing from the back end. The pins and conductor wires were sticking out of the chassis. The insert may have not been fully seated in the chassis or may have been pulled out when the bipolar cord was removed. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal, the scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the various scratch marks on the main tube with light material removal found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.